Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was looking like bar codes. The customer¿s blood glucose level was 216 mg/dl at the time of incident. The customer reported that the screen was not resolved even after changing battery. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump had missing segments/partial display due to cracked and bleeding lcd glass. No scrolling numbers display anomaly noted. Unable to perform self test and displacement test due to lcd damaged. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.